Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:23:48. During night drain cycle four, the patient's ultrafiltration reading was 2339ml, indicating the home patient (hp) drained 2339ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest prescribed fill volume, not meeting iipv criteria. The false positive was caused by the patient volume not being zeroed after the last cycle due to an aborted drain phase; therefore, this incident do not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.